Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact and all of the keypad buttons were found to be responding properly. The keypad was removed and no damage was found to the button contacts. Unrelated to the event the display was found to be dim and faded, the battery compartment was found to be cracked and the piston cap was found to be missing.

Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.